Event description:
Patient reported the infusion device is displaying an e8 (power interrupt) error message. Patient stated the buttons on the device do not operate. No further information was provided. No physiological effects were reported. Patient did not report needing assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
The event occurred in (B)(6).